Event description:
On (B)(6) 2014, the patient's husband reported that the up button on the patient's infusion device was not functioning. He stated that the down, menu, and check buttons were only functioning intermittently. No adverse event was reported. The infusion device requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.